Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for remote follow up via merlin.net with the implantable cardioverter defibrillator exhibiting far r-wave over-sensing resulting in inappropriate automatic mode switch episodes. Programming interventions were discussed; however, no changes were performed. There were no adverse patient consequences reported.